Event description:
The physician indicated that upon interrogation in (B)(6) 2010, the end of service projection was 1 month, however, when the pt's device was interrogated in (B)(6) 2010, the end of service projection was 2.2 yrs. No programming changes were made between visits. Only the programming history files exported from the physician's handheld computer were returned to the MFR for review. The reported event was verified, however, the software database are required for further investigation. A copy of these databases are in process of being returned to the MFR.

Manufacturer narrative:
MFR reviewed pt's programming history.